Manufacturer narrative:
Eval: results - as received the lead was severely kinked with all wires broken approx 115mm from the paddle. Electrode #3 was missing from the paddle. No functional testing was performed due to the wires broken in the lead segment. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt's (B)(6) scs system includes a surgical lead implanted on (B)(6) 2009. It was reported one contact of the lead exhibited an invalid impedance measurement. The reported issue allegedly progressed in recent months as all contacts are now exhibiting invalid impedance measurements. Surgical intervention was undertaken on (B)(6) 2011 to replace the pt's lead. Effective stimulation was recaptured for the pt following the procedure.